Manufacturer narrative:
Patient information - age is in her 50's and weight not obese. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) similar report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient attended cardiac catheter lab for a diagnostic angiogram. At the end of the procedure an angioseal device was deployed with no issues. The following information was provided by the user facility: at 1 am the following day the patient developed a large hematoma. They were referred to the vascular surgeons who were able to evacuate the hematoma and found that the angio-seal collagen was attached to the inguinal ligament. It was reported that the patient made a good recovery and has now been discharged home. Additional information was received on 9/13/17: it was reported that the patient's hospitalization was delayed. There was no vessel wall injury. It was reported that nothing abnormal was noted on deployment. It was reported that hemostasis was reached easily without initial problems, blood occurred 4-5 hours later. No us check on vessel condition done and no us check on placement. Manual compression was applied. Ecchymosis location was right groin, right femoral artery puncture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on (B)(6) 2017. Coronary angiogram, performed via the right femoral artery. Showed normal coronary arteries. 6f angio-seal deployed at 14:55. Puncture site was described as being dry, intact. Patient was hematoma free post procedure. Strong pedal pulses present, limb well perfused and warm. Patient complained of pain from femoral site. "Some oozing" noted on examination by f1 who advised analgesia and overnight stay.

Manufacturer narrative:
The date of event was initially reported as (B)(6) 2017. The date of event is (B)(6) 2017.